Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an error code was displayed in console, the error code recurred even after making the wired connection with foot pedal and restarting the console. The surgery was completed using same console. Additional information received clarifying that the patient has experienced corneal endothelial cell loss.

Event description:
Additional information received clarified that postoperatively, the patient's vision gradually improved, but the corneal endothelial cells did not change. The patient was given with ophthalmic eye drops. No special procedures other than the usual post cataract surgery procedures were performed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to replicate the reported event. The footswitch was replaced to address the issue. The footswitch was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The footswitch was received for testing on this investigation. A visual assessment of the returned sample revealed no conformity was found. The returned footswitch was connected to a console wirelessly and no sm displayed. The footswitch was depressed and released several times and sm displayed when releasing the footswitch. Up-switches were off when the treadle was back to home position. The bottom cover was removed to check for any non-conformities and a cold solder was found at the connector of the footswitch dome up-switch printed circuit board (pcb). The connector was detached from the pcb. The returned footswitch revealed a non-conformity which is attributed to a cold solder at the connector of the footswitch dome up-switch pcb. However, how or why the solder at the connection became inadequate, is inconclusive. Based on the information obtained on the patient's ocular history and details surround the occurrence, the root cause of the reported event of observing corneal endothelial cell loss is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).